Event description:
It was reported that 3 packages of catheters only had the burst packet in them and no catheters were found.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "failure of catheter detection sensor or damaged robotic arm". It was unknown whether the device had met specifications. Based on no patient involvement the product would not appear to have been used. However, the product was intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labeling review was not performed because the labeling could not have prevented the reported failure. Correction: a, b, e. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 3 packages of catheters only had the burst packet in them and no catheter.